Event description:
Additional information was received from the patient. They reported that said their device died within a year of having it implanted. The patient said the device was no longer working, and it was on recall when it was installed. They said the recall was in regards to a short battery life. Agent asked where they were notified of the recall and they said on the FDA website. They said it was in year 2022 in regards to a software anomaly and a data lost notification. Review that recall was in regards to a device that was not the patients implant. Patient said, their device should have lasted longer then a year. Agent asked if they recalled what voltage the patient was at. Caller did not know. Agent asked if they had any fall or accidents that could have caused a short and patient said no. Patient said the therapy worked great the fist 6 months and then it started giving them problems. They are looking for something to be done.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient noticed they have strangling to go the bathroom within the last month or so. They have the device for both bladder and bowel control. The patient went to check their implant and noticed the that the implant is showing as low. The patient have only had the device for 2 years and doesn't feel this should be low at this point already. Agent did not ask about the circumstances that led to the reported issue. The patient confirmed with patient services that they are seeing the icon on the top row of the home screen that indicates the implant is low. The patient also mentioned they sometimes see the pop up message on the entire screen with the implant and a low battery. The patient mentioned sometimes it takes a few times to get it to synchronize with the implant but does end up communicating successfully. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.